Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mons pubis, outer thighs, flanks, and bra roll on (B)(6) 2017 using cooladvantage applicators with coolcore and coolcurve+ contours (unspecified) and to the mid flanks (bra roll) on (B)(6) 2017 using a cooladvantage applicator, coolcurve+ contour who developed paradoxical hyperplasia (pah/ph), diagnosed on (B)(6) 2018 in the mid flanks (bra roll). The tissue was described as hard.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use crolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mons pubis, outer thighs, flanks, and bra roll on (B)(6) 2017 using cooladvantage applicators with coolcore and coolcurve+ contours (unspecified) and to the mid flanks (bra roll) on (B)(6) 2017 using a cooladvantage applicator, coolcurve+ contour who developed paradoxical hyperplasia (pah/ph), diagnosed on (B)(6) 2018 in the mid flanks (bra roll). The tissue was described as hard.